Event description:
It was reported that during a neurovascular procedure friction was encountered when advancing the subject guidewire through the microcatheter. The operator found the middle to tail of the subject guidewire green coating peeled off. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to the reported issue.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection there were no anomalies noted to the distal nitinol tubing and hydrophilic coating. The proximal 31cm section of the guidewire was noted to have extensive damage noted to the polytetrafluoroethylene (ptfe) coating. During functional test the guidewire was hydrated and no anomalies were noted to the hydrophilic coating. The guidewire was advanced through a demonstration microcatheter without difficulty. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿guidewire ptfe coating peeling¿ was confirmed during analysis. The reported event ¿guidewire difficult to advance¿ was not confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that checked and flushed it normally and when advancing the guidewire the operator found the middle to tail of the guidewire green coating peeled off. And friction was encountered when advancing it together with the microcatheter. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was severely tortuous. The device was returned and it was confirmed that the ptfe coating was peeled, there was no friction experienced when the device was hydrated and advanced though a demonstration microcatheter. The damage noted to the ptfe coating is indicative of backloading of the guidewire into the introducer causing skiving of the pfte coating. An assignable cause of handling damage will be assigned to the reported and analyzed event ¿guidewire ptfe coating peeling¿. The reported difficulty to advance the guidewire with the microcatheter was not confirmed during analysis, however it was reported that this friction was experienced as the guidewire was advancing it together with the microcatheter, this would have been affected by the patient's anatomy which was reported to have been severely tortuous. An assignable cause of procedural factors will be assigned to the reported event ¿guidewire difficult to advance¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a neurovascular procedure friction was encountered when advancing the subject guidewire through the microcatheter. The operator found the middle to tail of the subject guidewire green coating peeled off. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to the reported issue.